Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states visualization of particles in tubing/chamber. The device was scrapped. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dream station auto CPAP had states visualization of particles in tubing/chamber. The device was scrapped. There was no serious patient harm or injury. No medical intervention was specified by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, component and conclusion code grid were updated.